Event description:
According to the reporter, during a lar, the device could not be removed from the trocar.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that there were gouges at the distal end of the trocar. The envelope was also stretched. The device was received with another device inserted into the cannula. Prolonged insertion can cause the seal to be stretched. Pmv performed functional testing: the device seal failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouges at the distal end of the trocar may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.